Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made. Until (B)(6) 2017 the patient has not yet returned to have the programming changes made. No further information is available.